Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 02 (compression tracking error) message was confirmed in the archive data but was not confirmed during functional testing. Visual inspection of the returned autopulse platform showed no physical damage. The archive data review showed multiple ua02 advisory messages around the reported event date, confirming the reported complaint. Based on the archive data, the ua02 advisor messages were cleared. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the preliminary functional testing without fault or error, and the customer's reported complaint of ua02 was not replicated. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error.

Event description:
As reported, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 02 (compression tracking error) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.